Manufacturer narrative:
The device was discarded and will not be returned for evaluation. Without the return of the device we are unable to complete an investigation of the reported event. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that at the end of the operation, the anesthesist had doubts about the device because the pressure values were high. The device was removed and a new catheter with a different lot number was put in place, at that time the pressure values went back to normal. The balloon was inflated on the catheter that was removed and it was noted to be asymmetrical and then the balloon burst. There were no patient complications reported.